Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in the surface of the shell. Leak test was performed, and no leakage was found. A microscopic analysis was performed which no identify openings. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported for unknown side ¿replacement operation was postponed due to covid19, and imp rupture was found through echo examination during this period". Device is a tissue expander which was implanted for more than one year. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for unknown side ¿replacement operation was postponed due to covid19,and imp rupture was found through echo examination during this period". Device is a tissue expander which was implanted for more than one year. Device has been explanted.